Event description:
Customer reported hand piece becomes so hot that it cannot be used and the ball bearings are worn. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician. The die became hot, the ball bearing were worn out due to normal wear and tear. Device was repaired and returned to the customer. No further information is available.